Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value not provided). Contact alleged pump was not "working properly". Healthcare provider had customer take a "pump break". Bg levels stabilized and hcp advised customer to resume pump therapy. Tandem technical support had contact review pump history; no alerts/alarms were identified. Pump appeared to be working as expected. Customer reverted to using manual injections for insulin therapy.